Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Blood tests showed high levels of cobalt consistent with metallosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information received from (B)(6)'s. Confirmed revision of pinnacle/corail implants. Blood tests in (B)(6) 2012 showed high levels of cobalt consistent with metallosis. A subsequent MRI showed a collection of fluid over the right hip. The hip was aspirated in (B)(6) 2012, but ultimately was revised on (B)(6) 2013 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.